Event description:
Boston scientific received information that red alerts were declared through the latitude system due to this implantable cardioverter defibrillator (ICD) detecting the following situations: remote monitoring disabled due to battery voltage and possible device malfunction. The patient was brought in for evaluation and the device was found to be at end of life (eol). Manual capacitor reformations were performed and upon re-interrogation a fault code was displayed. A save to disk was obtained and sent for engineering review. The memory analysis data revealed that a malfunction within the charging circuit or with the high voltage capacitors occurred. The root cause of the issue is unknown at this time; therefore it was recommended that this product be replaced and returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Subsequent information indicates that this ICD has been explanted and replaced due to an anomaly. No additional adverse patient effects were reported.

Event description:
Additional information indicates that this device was again interrogated and was found to now be at beginning of life (bol). The plan to replaced this device still stands.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, visual inspection noted a small bump on the frontside of the device case over the high voltage capacitor. An x-ray was performed which revealed that there was separation noted in one of the high voltage capacitors. Laboratory analysis concluded that the device exhibited internal acring in one of the high voltage capacitors which caused the charge time out and the device to declared end of life. No tachy therapy was available at the time of explant.